Manufacturer narrative:
Recall: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient's programmer also displayed a communication error. The patient alleges the ipg will not accept the charge and she has been without stimulation for a couple of weeks. An abbott representative confirmed the ipg was inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was explanted and replaced with a different model. Stimulation therapy was restored postoperatively.